Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with low flow and pump off red heart alarms that occurred while he was sleeping at home. The patient also experienced one episode of the same alarms while at the hospital. The log file contained a data pattern that could be suspect for a short-to-shield issue. The system controller was exchanged with no events since that time. X-rays of the external portion of the percutaneous lead showed a suspect area with concern for "frayed wires" at the end of the system controller which was covered with rescue tape. The patient was asymptomatic. On 03/19/2015, the manufacturer's technical services personnel performed a percutaneous lead distal end replacement. Pump stoppages due to a damaged percutaneous lead were noted in a review of the log file. No additional information was received.

Manufacturer narrative:
The report of low flow hazards and pump stop events was confirmed based on the evaluation of the returned portion of the percutaneous lead. Approximately 13.5 inches of the external portion/distal end of the percutaneous lead was returned. An electrical continuity test was performed on the portion of lead and no shorts or discontinuities were found. The shielding and bionate were removed, and examination of the underlying wires revealed a breakdown in the insulation of the black wire, adjacent to the metal/controller connector. The conductors of this wire were exposed. The fracture of the conductors of the wire appeared to be the result of repetitive flexing of the percutaneous lead in this area. There was no evidence of mechanical damage to the wires such as crushing or pinching. The breakdown in the insulation of the wire would have interrupted function as a result of the exposed conductors of the black wire potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported low speed hazards. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device - 3 years, 3 months. The pump remains in use supporting the patient; however, the replaced distal portion of the percutaneous lead was returned for investigation. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.